Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to a diabetic coma. The customer declined to perform troubleshooting. The customer stated that she believes operator error caused the event, not the insulin pump. Nothing further was reported.